Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported needle to cuff miss was confirmed as posterior needle tip to posterior cuff detachment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issues appear to be related to circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Additionally, the returned plunger was re-inserted in the device and was fully deployed with no resistance noted and the needle trajectories were acceptable. Foot separation was not noted during removal of the device and there was no report of flow disturbances or patient effects that would suggest that the separated foot was left behind in the patient. In this case, foot likely separated during post procedure handling of the device. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device with a small-bore sheath after an interventional procedure. Reportedly, when the plunger was removed, only the white suture [link] was attached. Manual compression was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. A posterior foot separation was noted during evaluation of the returned prostyle device on (B)(6) 2026. The separated portion was not returned. The location of the detached foot is unknown. Per the follow up with the account, it was confirmed that the foot separation was not noted upon removal of the device. No additional information was provided.